Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) glucose readings stopped displaying on the ilet after a sensor change, indicating a temporary loss of cgm signal to the ilet; the display resumed after the system alerted to reconnect and the sensor successfully re-established connection. No adverse clinical symptoms reported. Outcomes included no injury, no alerts or alarms requiring action, and restoration of normal display of glucose values. User support included troubleshooting and user education performed during the call. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that resolved with automatic reconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or environmental factors leading to temporary signal loss, which resolved after reconnection.